Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient¿s cgm displayed 60s mg/dl; however, she lost consciousness and her spouse call emergency medical services (ems). Ems performed a bg upon arrival which was 20s mg/dl and treated the patient with IV dextrose until her glucose value increased. When ems left, her cgm displayed 100 mg/dl but her bg was 140 mg/dl. The patient declined transportation to the hospital. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.